Event description:
Patient reports the lower aligners are very loose on the back right side of my teeth and pop up. The lower/center left teeth hit the top front teeth and hurts a lot when biting down without the aligners. The other bottom set of teeth don't fit well since they don't contact with the top.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.